Event description:
It was reported that the product did not pass the hospital's insulation testing because there was a crack at the distal tip.

Event description:
It was reported that the product did not pass the hospital's insulation testing because there was a crack at the distal tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed a crack on the distal end of the insulation. The unit was tested for cracks using an insulation scan test and the unit failed. Probable root causes could be - multiple uses of flash sterilization, rapid cooling after sterilization and/or, contact with metal tray during sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.